Event description:
It was reported that upon priming the circuit, priming solution was found tube leaking out of the oxygenator exhaust from the be-pls circuit (will be reported with case (B)(4)). It was also reported that it appears that there is a back-flow of priming solution coming back up the circuit (B)(4). (B)(6).

Manufacturer narrative:
The device in question was requested for investigation but it hasn't arrived yet. A supplemental medwatch will be submitted when additional information becomes available.